Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).

Event description:
It was reported that patient's ipg was unable to communicate with external device. The patient's ipg also needed to be frequently charged. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Effective therapy restored post op.